Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations were not communicating with the server. The technical support specialist (tss) checked stations individually. On station 2003rd44, a notice indicated failed hardware, while station 2004th48 showed no issues. Data synchronization debug logs were reviewed, and no errors were found. Initially, permission was requested to dispatch a field service technician for the failed hardware station. However, the customer later confirmed that the issue was resolved. The system functioned as intended after the customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, that all stations were not communicating with server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h device eval by manufacturer, imdrf annex b grid.

Event description:
It was reported that when using the bd pyxis¿ es server, that all stations were not communicating with server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.